Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: review of the black box data and alarm history did not reveal any activity outside normal use. A battery cap was not returned with the pump for investigation and a test cap was used to complete testing. On investigation, the pump powered on and ez-prime steps successfully completed. No rewind issue occurred during the investigation. No motor alarm occurred during the investigation. Investigation did not duplicate nor confirm the complaint. Unrelated to the original complaint moisture corrosion was noted inside the pump on the continuous glucose monitoring module. The pump did not experience any malfunction or failure during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.